Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 150mg/dl at the time of the incident. Customer stated that drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disc was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked or detached end cap.